Manufacturer narrative:
(B)(4)

Event description:
Patient's guardian contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, that the patient's receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.